Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 313 mg/dl after consuming more carbohydrates than usual; insulin delivery through the tubing was confirmed, the user monitored glucose, and levels began to decline during the call. Symptoms included elevated blood glucose. Outcomes included transient limitation of daily activities. Investigation included review of the event details and user troubleshooting guidance. Investigation of this case revealed no device malfunction reported and a user-reported dietary cause with glucose recovery during monitoring. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.